Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon procedure. The device was being used at the anastomosis when it broke. The anvil could not be tilted after firing. The stapler sizers were used. No known impact or consequence to patient. Patient status is alive, no injury.